Event description:
The customer reported a pre-charge error. This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.